Event description:
Arthritis of both knees [arthritis]. Hot feeling in both knees [joint warmth]. Pain in both knees [arthralgia]. Joint effusion [joint effusion]. Pyrexia [pyrexia]. Case description: spontaneous report was received on (B)(4) 2012 from a physician regarding a (B)(6) female patient, initials y-o, with osteoarthritis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20) at a dose of 2 ml once in a week for pain relief of gonarthrosis. The lot number of synvisc was not provided. On (B)(6) 2012, the patient developed arthritis. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the patient recovered from the event of arthritis. Concomitant medications included ketoprofen, loxoprofen sodium hydrate and rebamipide. The intensity for the event of arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as probable. Follow-up information was received on (B)(4) 2012, which upgraded the case to serious. The information was received from the physician regarding the patient's demographics, relevant medical history, details of suspect product, events information, laboratory tests and patient's clinical course. The patient had gonarthrosis of left knee, diagnosed on (B)(6) 2007 (kellgren and lawrence grade ii) and gonarthrosis of right knee, diagnosed on (B)(6) 2009 (kellgren and lawrence grade I). The patient's medical history was significant for allergy to non-pyrine cold preparation (since (B)(6) 2011, sleepiness), mecobalamin (since (B)(6) 2010, leg malaise) and adenosine triphosphate disodium hydrate (since (B)(6) 2010, malaise of lower extremity). The patient received first synvisc injection on (B)(6) 2012 into both knees and second injection on (B)(6) 2012 into both knees and had no fluid retention prior to the both injections. On (B)(6) 2012, using disposable needles without sterilized gloves, the patient had third synvisc injection into external suprapatellars of both knees after sterilizing with alcohol. She had no complications inducing infections, generalized infectious symptoms, skin disease around the injection site, intra-articular infection, intra-articular inflammatory symptoms or fluid retention prior to the injection. On (B)(6) 2012, the patient experienced pain in both knees with joint effusion and hot feeling in both knees and pyrexia. On the same day, arthrocentesis was performed and opacified yellow-green joint fluid was aspired by 39 ml from both knees respectively. The event term arthritis was changed to arthritis of both knees. The patient was treated with lidocaine at a dose of 1 ml (injected into both knees), dexamethasone sodium phosphate at a dose of 3.3 mg (injected into both knees), cefcapene pivoxil hydrochloride hydrate at a dose of 300 mg (administered orally) and loxoprofen sodium hydrate at a dose of 180 mg (administered orally; previously taken as concomitant drug for pain relief). No action was taken with synvisc treatment. On (B)(6)2012, the patient recovered from the events of joint effusion, pain in both knees and arthritis of both knee. The outcome for the events of pyrexia and hot feeling in both knees was not provided. The intensity for the event of arthritis of both knees was assessed as moderate and for the events of joint effusion, pain in both knees, hot feeling in both knees and pyrexia was not provided. The reporting physician did not provide the relationship between synvisc and the events of joint effusion, pain in both knees, hot feeling in both knees and pyrexia.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2012 in the form of qa (quality assurance) investigation summary. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.